Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt in a vessel. A 5.0 x 40, 40cm mustang balloon was selected to dilate the lesion. The balloon was initially inflated at 20 atmospheres. Upon the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed form the patient. No patient complications were reported and the patient's status was good.